Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that the metal piece was found in the patient's eye during a post-operative examination after two weeks of initial cataract surgery with intraocular lens implantation and removed in a repeat surgery after one week from date of foreign metal observation. It was confirmed that the disposable product was reused. The patient was under observation since there is no strong inflammatory reaction after reoperation and the vision was good.